Event description:
During the evaluation of a returned transfer set, a leaking spike was discovered. No patient injury or medical intervention was associated with this incident.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 08, 2007. Evaluation summary;results indicate confirmation of the reported event. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line.